Manufacturer narrative:
(B)(4) samples were received from batch (B)(4). Visual inspection of the received samples versus the master reference sample yielded no visual defects. Both probe covers were filled with 500ml of methylene blue solution and left hanging for 30 seconds. A visual inspection of leaks between the sealed film and/or through the film was performed and no leaks were noted. Batch record review of the above mentioned batches was performed and no non-conformities similar to the defect referenced in the complaint was noted during the in-process inspections that were performed. Based upon the testing of returned samples and review of batch records, the root cause of this event could not be determined. Additionally, a follow up questionnaire was received from the hospital stated that (B)(4) additional incidents have happened with the product over the past 3 months. This is report 6 of 16.

Event description:
Patient identifier: #(B)(6). Date of event: best estimate (B)(6) 2016. According to the information received, when using the metal gamma probe with the gpc probe cover, the metal is bloody when they pull them out of the patient. The covers are permeable/leaky.